Event description:
An intramuscular (im) injection was completed and the nurse engaged safety cover over a prefilled lupron syringe needle. Nurse then went to dispose of the needle in the sharps container, and was stuck when safety cap did not engage.